Event description:
A hospital in (B)(6) reported that an airvo2 humidifier began to alarm after about five hours of use on a patient and it was found that the 900pt531 junior breathing circuit had melted. It was further reported that the circuit was changed to a new 900pt531 on the same airvo2 humidifier and therapy continued with no further problems. There was no patient consequence.

Manufacturer narrative:
(B)(4). The airvo is a humidifier with integrated flow generator that delivers warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Following this incident a fisher & paykel healthcare (fph) representative visited the hospital in order to obtain further information. The hospital confirmed that the child's mother had been visiting the child at the time of the incident, but declined to provide any further information as to how the circuit may have come to be melted. Method: after the incident the hospital continued to use the airvo humidifier without issue. However at our request they returned it to our regional office in (B)(4) where it was inspected and tested by a trained fph technician. The complaint heated breathing tube was returned to fph (B)(4) for evaluation. It was visually inspected. Production samples of the same type as the complaint circuit were then tested using the same operating conditions as those reported by the hospital. Additional performance tests were carried out in which the breathing tubes were tested doubled over on themselves, kinked or crushed. Test tubes were also covered with insulative material to simulate the breathing tube being placed under bedding. Airvo humidifier test results: the subject airvo was tested in accordance with the airvo technical manual and was found to be functioning correctly. It has since been returned to the hospital and put back into service. 900pt531 heated breathing tube test results: visual inspection of the complaint breathing tube revealed that several areas of the tube were damaged and melted. It was noted that some of the melted regions appeared to match up with one another. Furthermore, the tube's configuration, when placed on a flat surface with the ends free, comprised a cross-over or kink. This implies that the tube was in this configuration when it melted. When the tube was in this configuration it was easy to bend it to a position in which melted regions, which appeared to correspond, matched up with each other. (B)(4) sample breathing tubes were tested in a variety of configurations. When testing under normal operating conditions the tubes functioned normally with no suggestion of overheating or melting. Tubes that were kinked or crushed also did not melt. Tubing placed under insulation did not melt. Melting could only be achieved when a tube was crossed over itself, covered with insulative material and under radial compression (causing the tube to be squashed). Conclusion: our testing has shown that across all normal operating conditions, the breathing tube is not able to melt. Based on our observations of the damaged breathing tube, as well as the results of the investigative tests, the tube was very likely crossed over itself, covered by material with a temperature greater than that of typical room conditions, and was under compressive load when the damage occurred. Our user instructions that accompany the airvo humidifier provides the following guideline: adding heat, above ambient levels, to any part of the breathing tube or interface, e.g. Covering with a blanket, or heating it in an incubator or overhead heater for a neonate, could result in serious injury.